Event description:
It was reported that malfunction alarm code 12 occurred on pump without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction, and was advised to continue using pump and call back if issue recurred, which customer acknowledged and understood.